Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15509. It was reported the pt experiences ineffective stimulation. Diagnostic testing indicated invalid impedance readings. Reprogramming was initially able to provide effective coverage, however, the pt later began to experience ineffective stimulation again. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.